Manufacturer narrative:
The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. A leak test was performed and no leaks were found. The damage did not affect the ability of fluid to flow through the fluid path. No other components were observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18.9 mmol/l (340.2 mg/dl) while wearing the pod on the abdomen longer than 48 hours. A new pod was applied to treat the hyperglycemia.